Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that about a week after they got their device implanted, they noticed they were having to cath again at night time. Patient stated they went to the doctor's office last week and they told them to call patient services (ps) for assistance. Agent walked patient through how to change their settings and patient was able to successfully increase stimulation to a comfortable level at bicycle seat area. Patient will maintain stimulation level and will continue to track symptoms. Agent did walk patient through MRI mode activation to obtain certain device info needed for updating registration.